Manufacturer narrative:
Device repairs for implementation of (B)(4).

Event description:
The customer reported that the level 2 north ix surveillance would reboot when attempting to assign a telemetry device. There was no patient incident.